Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose level was unknown. Customer stated that the alarm occurred shortly after inserting a new battery. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the unexpected restart error test and displacement test. No unexpected restart error alarm noted. No time and date change or lost of memory anomaly noted. Pump had cracked reservoir tube lip, belt clip slot and minor scratched display window.